Event description:
Subsequent to the initial medwatch report, additional information was received that a dissection had occurred.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified and 95% stenosed proximal circumflex artery. A 2.5 x 28 mm xience could not cross the lesion. Nothing could cross the lesion so the patient was sent to surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system was returned for analysis. Failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effect of dissection of the coronary artery is listed in the xience v, everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the reviewed information, no product deficiency was identified